Manufacturer narrative:
Qn#(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. Other remarks: n/a. Corrected data: n/a.

Event description:
It was reported that "staples were found jamming during use on the patient". No patient harm or injury. The patient status is reported as "fine".

Manufacturer narrative:
(B)(4). The customer returned one unit 528235 visistat 35w 6/box for investigation. The returned stapler was visually examined with and with out magnification. Visual examination of the returned stapler revealed that the staples appeared aligned. The stapler was returned with the trigger not engaged, and there were no signs of biological material on the device. The stapler was received with 13 staples left in the cartridge, indicating at least 22 staples were fired by the customer. Upon functional testing, five fire attempts were made and all the staples released unformed. The anvil was observed to be positioned behind the staples upon full engagement of the trigger. The device was disassembled, and it was observed that the anvil was resting high up on the forming tool. The anvil was repositioned, and the stapler was reassembled. A fire attempt was made in the air and staple fully formed and released. Fire attempts were made in the skin pad, the first fire fully formed and released. The second fire in the skin pad released unformed, and the third fire fully formed and released. The stapler was disassembled again and forming tool was observed to be defective. The tab on the forming tool that holds the anvil in place was bent inwards. Die casting anomalies were discovered on the forming tool. A device history record review was performed, and no relevant findings were identified. The reported complaint of "misfire/jamming - info not provided" was confirmed based upon the sample received. Visual examination revealed that the staples appeared aligned. Upon functional testing, five fire attempts were made and all the staples released unformed. The anvil was observed to be positioned behind the staples upon full engagement of the trigger. The device was disassembled, and it was observed that the anvil was resting high up on the forming tool. The anvil was repositioned, and the stapler was reassembled. 4 additional fire attempts were made, and one staple released unformed. The stapler was disassembled again and forming tool was observed to be defective. The tab on the forming tool was bent inwards; the tab holds the anvil in place when assembled in the cover block. Die casting anomalies were discovered on the forming tool. The forming tool was observed to be defective. A non-conformance was opened by the manufacturing site to further evaluate this issue. Teleflex will continue to monitor and trend on complaints of this nature.

Event description:
It was reported that "staples were found jamming during use on the patient". No patient harm or injury. The patient status is reported as "fine".